Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User (nurse) called for troubleshooting advice for leak in iab circuit message on a cs300. Intra aortic balloon pump. Currently the nurse is not at the bedside of the patient. She described the patient is restlessness and coughing. She confirmed no blood in tubing and secure connections. The alarm occurred few hours ago and she called to review when possible. The esp personel had reviewed all the troubleshooting options with her. She expressed gratitude for the assistance provided. No harm or injury provided.